Event description:
A dual chamber implantable pulse generator (ipg) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient died approximately eight months post the device system implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A cause of death will not be received. Evaluation summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found. (B)(4)-the full lead was returned to the manufacturer and analyzed. No anomalies were found. The inner insulation was torn, and the outer insulation had a breached cut. The helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. The lead was stretched, and there was apparent explant damage. A visual analysis was performed only. (B)(4) -the full lead was returned to the manufacturer and analyzed. No anomalies were found. The outer insulation had a cosmetic cut and cosmetic depression. The helix/lobe was distorted/bent, and there was blood in/on the helix/lobe mechanism. The lead was stretched, and there was apparent explant damage. A visual analysis was performed only.